Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several momentary disconnections between the controller and power sources. Momentary disconnections will result in an audible tone. As a result, the reported event was confirmed. The most likely root cause of the reported alarming event can be attributed to momentary disconnections between the controller and power sources. Concomitant medical products: 1103 vad implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data due to the patient experiencing erroneous alarms, especially at night, described as a continuous tone lasting 10-15 seconds. There was no alarm message on the controller and log file review indicated no alarms. The event could not be confirmed per the site. The device subsequently tested out of specification during manufacturer¿s analysis. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.